Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient complains of "feeling terrible" during the day. The feeling in her chest and device pocket is described as "putting a battery on the tongue". The feeling occurs more at higher outputs, patient states. No diaphragmatic stimulation was noted at higher outputs. System remains implanted. No patient complications were reported as a result of this event.